Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer was unable to clear the alarm or press the buttons on the insulin pump. The buttons were unresponsive. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 18 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump passed self test and displacement test. No unexpected a13 alarm noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.